Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date on (B)(6) 2025; explant date; brand name: vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date on (B)(6) 2025-; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported they have 3 different programs and initially they did not feel the neurosense was helping them. Patient stated the therapy was helping their legs considerably but they were having problems with foot pain so they spoke to an mdt rep who advised them to try using a different program. Patient stated now they are using the group with neurosense and it seems like it is working although they get the feeling of flowing current. Patient mentioned if they lay their head back it does something to one of their leads and they do feel that but it doesn't bother them. Patient also stated they increased and then had to decrease the intensity and it seems like it is adapting. Patient had questions in regard to neurosense programming and its' relation to the implant battery depletion rates, as they were using 70% of their implant charge every 24 hours and now the battery is not depleting as quickly; agent reviewed information. The patient was redirected to mdt rep and their healthcare provider to further address.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2025, product type lead product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt). The reason for call was patient initially came in and wanted to speak to a re presentative. Patient received a letter and wanted to clarify information as there was a lot of confusion on the letter. Patient said that the letter was not what their intended questions when they called in previously. Patient insisted to speak to a rep to clarify about the details on the letter. Patient made a comment that they have done nothing but praise on the implant and told many people with back issue on how wonderful it has been. Patient refused to send response if the rep will not speak with him. Agent informed patient that rep is just a signatory and offered help. Patient disconnected the call. Agent called pt back. Agent reviewed MDR letter. Patient said that when they called all they was trying to figure out was how the adaptive stimulation work because when patient have a certain movement like sitting a certain way they could feel the same stimulation on their programs like stimulation on their leg or even up higher and it doesn't really bother them but they wanted to get rid of it. Patient's intention was to understand how adaptive stim works and if it's going to adapt over time and would prevent some of it if they use a particular posture. Patient said that they are not unhappy with the unit and they never said it did not work because it does work. Patient expressed that it seem like no one would like to give them any information about the adaptive technology. Agent explained the adaptative stimulation and the di fference of neurosense and offered to email medtronic (mdt) reps but patient refused. Patient then said that they did asked their mdt rep and was told that the adaptive stim will not be adaptive over time. Patient explained that for example if they went on bed and lay on their left side it over stimulates them and added that it does not hurt them but it was just annoying and it's like a current. Patient lay on the right and lay on their back and it over stimulated them. All they wanted to know if the adaptative stimulation technology will prevent that. Agent explained that the adaptive stimulation has a specific body position only unlike the neurosense. Agent explained the benefits of having neurosense program setup as it automatically adjust and give different stimulation based on patient's movement. Patient said that they have 3 program on their device 2 has different intensity and 1 for adaptative stim. Agent informed patient how to check if they already have a neurosense programmed. Patient confirmed their group c has neurosense icon. Patient will try to use that group. Patient asked about the intensity that was set for that if it should be close to the number of their regular programs. Patient said that the neurosense program has a low intensity number. Agent advised to confirm the intensity to their mdt rep and hcp. Patient was also looking to cancel the MDR letter. Patient confirmed that they have no way to say that the implant does not work. They added that they have spoken to at least 3 people who has the same issue with leg pain foot pain and told how wonderful the implant was. Patient has no intention to criticize the implant and mentioned that the letter was a total miscommunication. Patient made a comment that they highly recommend the device as they cannot walk without it. Patient will try to utilize and observe the group with neurosense.